Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address dislocation.

Manufacturer narrative:
In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found an additional related reports against the provided product code and lot code combination. Device history record review shows an initial conformance of this product with regards to its specification. For this batch, there was no deviation or non-conformance. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.